Event description:
Over sensing on ra (right atrial) lead on stored at/af egm's (atrial tachycardia/atrial fibrillation electrograms). Rare under sensing noted on rv (right ventricular) lead on some vf (ventricular fibrillation) egm's. Reference report: mw5147384. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).